Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device locks but would not ream was not confirmed. However, during evaluation, it was observed that the bottom trigger was a little bit sticky but still worked properly. It was further observed that the was an unknown liquid substance on the unit¿s housing and on the unit¿s front plate. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device would lock but the device would not ream. During in-house engineering evaluation, it was determined that the bottom trigger was sticky. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.